Manufacturer narrative:
Concomitant medical products: product ID 8780 serial# (B)(6) implanted: (B)(6)2024 explanted: (B)(6)2024 product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 13-mar-2026, UDI#: (B)(6)medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiv ing dilaudid (hydromorphone) (0.1 mg/ml at 0.0048 mg/day) via an implantable pump for unknown indications for use. It was reported that while implanting the catheter and the pump, the catheter connector had a broken collet. There were no known env ironmental/external/patient factors that may have led or contributed to the issue. Troubleshooting was not performed. Action/intervention: the defective connector was replaced with one from 8785 kit. The issue was resolved. The patient medical history and weight were not available due to legal/confidential reason. The patient status was alive an no injury.

Manufacturer narrative:
H3. Analysis of the catheter identified that the collet was missing from the catheter-to-catheter connector. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
(B)(6) 2024 (B)(6) (rep, hcp): information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiving dilaudid (hydromorphone) (0.1 mg/ml at 0.0048 mg/day) via an implantable pump for unknown indications for use. It was reported that while implanting the catheter and the pump, the catheter connector had a broken collet. There were no known environmental/external/patient factors that may have led or contributed to the issue. Troubleshooting was not performed. Action/intervention: the defective connector was replaced with one from 8785 kit. The issue was resolved. The patient medical history and weight were not available due to legal/confidential reason. The patient status was alive an no injury. (B)(6) 2024 (B)(6) (rep) document contains on new information. (B)(6) 2024 (B)(6) (rep) document contained no new information (fedex (B)(4)) (B)(6) 2024 (B)(6) (rep) document contained no new information. (B)(6) 2024 (B)(6) (rep) document contained no new information.

Manufacturer narrative:
Previous report (report#: 2182207-2024-03004 follow up 001) was submitted with incorrect dates in fields "aware date" and "due date". The correct date for "aware date" is 2024-09-17, and the correct date for "due date" is 2024-10-17. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.